Manufacturer narrative:
(B)(4). (The manufacture date for lot sr14e03031 is 05/03/2014; the manufacture date for lot sr14e06018 is 05/06/2014). Voluntary report number: (B)(4).. The device was received for evaluation. Visual inspection revealed that the solution in the bottom portion of the tubing was a blue/green color. Liquid chromatography¿mass spectrometry revealed that the solution was indigo carmine di-anion. The device was found to meet specification. The reported condition was not verified. A batch review was conducted for lots sr14e03031 and sr14e06018, and there were no deviations found related to the reported problem during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Lot number - the exact lot number of the set is unknown; however, the reporter stated that the lot number was either sr14e03031 or sr14e06018. The device has been received for evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during priming of a clearlink secondary medication set with 1000mg ceftriaxone and normal saline, ¿the solution turned blue.¿ the reporter stated that there were no discolorations of the tubing before priming, and that the mixed medication was clear before priming. The reporter stated that the blue color had been observed to be ¿spreading in the solution and moving upward in the IV tubing.¿ there was no patient involvement. No additional information is available.